Event description:
The customer reported that the system would not boot up. There is no report of pt injury.

Manufacturer narrative:
A ge service rep performed an over-the-phone investigation. The customer was instructed on how to do a system software reload. The service rep verified that the software reload was successful and that the system was operating as intended.